Event description:
Cit was reported that during a cryo ablation procedure, an unknown system notice occurred indicating suction problem between the two balloons. The coaxial umbilical cable and balloon catheter was replaced which resolved the issue. However, following the change a drop in blood pressure was noted. The ultrasound showed pericardial effusion. Pericardiocentesis was performed. The case was completed with cryo. No patient complications have been reported as a result of this event. 2024-06-05: it was later reported that replacing the coaxial umbilical cable did not resolve the issue. It was also noted when the balloon catheter was replaced a tamponade occurred.

Manufacturer narrative:
Continuation of d10:product ID:afapro28 product type: balloon catheter; product ID:afapro28 product type: balloon catheter; product ID: product type: product ID:4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that a perforation occurred in the left atrium.